Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The same issue that happened on (B)(6) 2021 occurred again on (B)(6) 2021 (while at trajectory, the clinical representative (cr) made attempt to make a micro-move iso target with no movement after arm reached target. Error 'movement not authorized' received. Made attempt to approach trajectory from different angle and received same error. Attempted to make micromove at another trajectory and received the same error). It was discovered that the micro-movement was not authorized due to an attempt to make a 1mm move. When the amount of movement was changed to 0.5mm, the movement was allowed. The cr made the 0.5mm micro-movement 4 times with no issue. In addition, he has noticed that this robot only has a micro-movement range of 0.1mm ¿ 1mm whereas other robots have a micro-movement range of 0.1 ¿ 5mm.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the 1 mm micro-movement in iso mode was not authorized by the software. The authorized range for the incremental step value in iso mode is from 0.1 mm included to 1 mm excluded. In free mode, the authorized range is from 0.1 mm included to 5 mm included. A review of the IFU showed that the user manual does not specify that the authorized range of incremental step in iso mode is from 0.1 mm (included) to 1 mm (excluded).

Event description:
The same issue that happened on (B)(6) 2021 occurred again on (B)(6) 2021 (while at trajectory, the clinical representative (cr) made attempt to make a micro-move iso target with no movement after arm reached target. Error 'movement not authorized' received. Made attempt to approach trajectory from different angle and received same error. Attempted to make micromove at another trajectory and received the same error.). It was discovered that the micro-movement was not authorized due to an attempt to make a 1mm move. When the amount of movement was changed to 0.5mm, the movement was allowed. The cr made the 0.5mm micro-movement 4 times with no issue. In addition, he has noticed that this robot only has a micro-movement range of 0.1mm ¿ 1mm whereas other robots have a micro-movement range of 0.1 ¿ 5mm.